Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in non-sustained episodes and asymptomatic pacing inhibition. Attempts to recreate the noise were unsuccessful. A guidant technical services (ts) consultant discussed decreasing the sensitivity to least, and recommended obtaining an x-ray to verify lead position. To date, there have been no reported patient symptoms associated with this clinical observation.